Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were broken. One grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that a broken cable was observed on the mega suturecut needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.